Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for sodium (na) on a cobas 8000 ise 1800 module. The initial result was 122 mmol/l with a data flag. The sample was automatically repeated and the result was 112 mmol/l with a data flag. On 11-oct-2023 the sample was repeated 4 times with results of 124 mmol/l, 123 mmol/l, 124 mmol/l, and 124 mmol/l. Based on these results, the initial result was believed to be correct.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. A precision check and an ise check were both acceptable. Calibration and qc were acceptable. The field service engineer (fse) replaced various instrument parts as a preventive measure. The investigation is ongoing.

Manufacturer narrative:
The initial report stated: "on (B)(6)2023 the sample was repeated 4 times with results of 124 mmol/l, 123 mmol/l, 124 mmol/l, and 124 mmol/l." Based on new information provided, this should read: "on (B)(6)2023 the sample was repeated 4 times with results of 124 mmol/l with a data flag, 123 mmol/l with a data flag, 124 mmol/l with a data flag, and 124 mmol/l with a data flag." Section b7 was updated. The investigation determined the event was consistent with a pre-analytical handling issue by the customer. The investigation did not identify a product problem.